Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse replaced the exhalation pcb as a precaution. The ventilator passed all testing.

Manufacturer narrative:
Covidien ref # (B)(4).